Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. A death certificate was not available. Pd therapy was ongoing at the time of the patient¿s death. The patient was not performing therapy on the homechoice when they passed away. An autopsy was performed, but the findings were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation, but device records were reviewed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. The review of the event history log revealed no device failure or malfunction identified that could have caused or contributed to the reported event. After review, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.